Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected high out-of-range right atrial (ra) lead impedance measurements. Despite high impedance measurements, there is adequate sensing and no noise observed. The patient is not dependent on ra pacing therapy. As such no intervention is planned and the patient will be monitored. No adverse patient effects were reported.